Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 110 mg/dl. Customer also stated that the act button on insulin pump did not working properly and act button was sometimes stuck and that need to press it multiple times just to get it to work. It was also stated that the insulin pump time was advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.